Event description:
It was reported the patient felt a sharp pain/pinching sensation at her ipg site that began about 3 weeks ago. The patient stated she had lost quite a bit of weight. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.